Event description:
It was reported that the patient observed a ¿call your doctor¿ icon on the programmer unit of their implantable neurostimulator (ins) with a power-on-reset (por) condition also noted. It was also reported that the device had stopped working. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v624650, implanted: (B)(6) 2011, product type: lead. (B)(4).